Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2015 with the following findings: reboots were observed in the black box download. The battery compartment was cracked along the side of the pump. The threads on battery cap were stripped. The battery cap was unable to maintain an electrical connection. A test cap was used for testing purposes. The pump powers on normally with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring.